Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalisation and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_android, omnipod software app version: 3.1.6, operating system: tp1a.220624.014.n986u1uesehyh1, hardware: sm-n986u1, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalised, including admission to the paediatric intensive care unit in fort wayne, with diabetic ketoacidosis on (B)(6) 2025. The patient's blood glucose levels reached over 500 mg/dl while wearing the pod between 1 and 4 hours. Vomiting was reported as a symptom. The patient was treated with intravenous insulin, potassium, and anti-emetic medication. The pod was removed at the hospital and discarded. The date of discharge was not reported.